Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips don't close all of the way. There were no patient consequences. Unknown how case was completed.